Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"Patient reports the bottom teeth are not straight and affects the bite alignment of other teeth. Byte cst (clinical support team) reviewed the bite video and found that the customer has a posterior open bite and initiated a 2-week rest period on (B)(6) 2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.